Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2002 (B)(6); 5076-58 lead implanted: 2002 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead has high impedance on the superior vena cava (svc) coil. The lead is suspect of a possible fracture. The lead remains in use with a replacement planned. No patient complications have been reported as a result of this event.

Event description:
The lead was removed and a new lead was implanted.